Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the chuck device was completely unscrewed. Motor device overheated. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: b5: it was erroneously reported in the initial medwatch report that the device overheated. Since this failure did not occur, the event description has been updated accordingly. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the color band was chipping/fading, and the device was difficult to assemble/disassemble. It was further determined that the device failed pretest for markings and check handpiece coupling. Therefore, the reported condition of the device becoming completely unscrewed was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the chuck device was completely unscrewed. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.